Manufacturer narrative:
A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing records of products coated on the same day and under the same conditions as the complaint device indicated values will within product specifications. One retention sample coated in the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. Please note that the device was not used in an approved indication. No conclusion can be drawn. However, all available info and the product testing performed would tend to indicate that the device was not defective.

Event description:
During an ascending aorta aneurysm repair performed on (B)(6) 2014, the involved graft was used as a cannulation for blood transmission. The graft was used as a cannulation for blood transmission. The graft was reported to leak during the procedure. The graft clotted after a wait and was not replaced. No pt injury was reported.